Event description:
It was reported that the device sparked.

Manufacturer narrative:
Alleged failure: the crossfire was lugged into the tower. Then the crossfire made a buzzing noise, then there was a spark and it shut off. Salesforce case number (B)(4) the failure(s) identified in the investigation is consistent with the complaint record. The root cause is the rf board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device sparked.